Manufacturer narrative:
Additional information: product analysis: visual examination identified one of the associated -04/-05 component head gripper is bent laterally and fractured and at the corners of the notch. Visually and optically identified witness marks and deformation on the inside of head grippers, suggesting possible inappropriate instrument release technique. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product image review: submitted images appear to display broken instrument, with a tip component bent and fractured. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent spinal fixation for pelvic fracture at s2-iliac. Intra-operatively when the surgeon tried to remove the extender from a screw head, it was hard to be removed because the extender was stuck between iliac and the screw head. As the surgeon pulled out the extender by swaying greatly, the tip of the extender broke. The fragment could not be removed from the screw. It was removed using an elevator. No fragments remained inside the patient. No patient complications were reported.